Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined further troubleshooting with tandem technical support and reverted to a back-up pump for insulin therapy, therefore no additional information could be obtained. Customer's blood glucose level was 300 mg/dl.